Manufacturer narrative:
Based on the claim against the product by the customer noting broken input disk, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Common causes of the failure mode of the loose instrument grip cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional observation related to customer reported complaint: the instrument was found to have an input disk missing from the housing. Input disk #6 was found completely detached from the base of the housing. The housing was removed and there were one input shaft broken due to the failure of the broken input disks. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residua stress in the plastic portion of the input disk. These residual stress can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break an separate from the instrument. This complaint is reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was difficult to close and the customer heard a "pop" when placing clip. When the instrument was pulled out of the arm, one of the input discs fell off. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the clip applier occurred when the surgeon was attempting to clamp a cystic duct or cystic artery with a large hem-o-lok clip; the surgeon stated that the clip applier was more difficult than normal to close on the tissue, and as the clip was being applied, the surgeon stated they felt a pop and when the instrument was removed from the robot arm, the white disc fell off. The surgeon did not complain about the jaws not moving prior to clipping. The issue was resolved with the use of another clip applier.